Manufacturer narrative:
Information contained in this report was previously submitted through asr on 26/oct/2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device identified yellow particles. Leak test was performed and found no leakage. The fill test inspection was performed, the result is no blockage. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a right side deflation, ¿milk ducts that are filled with fatty intraluminal contents¿ and a ¿benign fibroadenoma¿. Patient representative reported the patient had significant implant malposition, ¿disorientation of the nipple areolar complex¿, the right side was ¿firm¿, sore an uncomfortable to lay on, experienced swelling, stiffness, redness on breast, nipple discharge and that they ¿don¿t look or feel the same¿, and ¿suffered bodily injury and resulting suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [the patient] will suffer them in the future¿. Device has been explanted.